Event description:
It was reported that the patient's implantable neurostimulator (ins) battery had to be replaced less than 4 years and was noted as defective and was "totally dead". The patient stated that they were told it would last for 8 years. It was also reported that her device was programed "weak" and that it was checked on the last office visit. It was reported that it "had over 7 half years left" and that was close to a year after they got the device. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v340500, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).